Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass procedure involving the gastro jejunostomy. The staple line did not hold. The staples did not form properly. Surgeon did air leak test and entire staple line bled air requiring surgeon to over sew the length of the staple line. There was no patient harm. The patient has been sent home.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of received three (3) photographs. The photos did not provide evidence of a leak in the staple line. No abnormalities were observed. Visual analysis of the returned photos confirmed the product did meet release specifications that were tested regarding the reported conditions. Without the physical product, a root cause could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.